Event description:
It was reported that the device was "not connecting the circuit error". No injury or adverse effects reported. The serial number has been reported as (B)(6) and (B)(6). Additional information was requested. However, no further information was received.

Manufacturer narrative:
Other text: b3: date of event and d4: catalog number, serial number, UDI section, g5: 510k, and h4: manufacture date are unknown, no verifiable information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. Due to the lack of information given on the product type, a probable cause could not be determined. No valid serial number or lot number was provided so a DHR and service history review was unable to be completed. If the device is later returned, the complaint will be reopened and an investigation will be completed.